Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing that is typical for external impact to the housing. This leads to the conclusion that the device electronics failed over time after humidity ingress through this crack. After opening of the housing, visual inspection of the electronics shows damage that is typical for humidity ingress. The problems described in the patient report seem to match this finding. This is combined a initial and final report.

Event description:
The patient was re-implanted on (B)(6) 2016. Despite several requests no additional information has been made available.